Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening linear on posterior, creases fold, wear abrasion and white particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional reported right side deflation. Device has been explanted and replaced.